Event description:
Info was received from another country that a pt was observed with diffuse lamellar keratitis after a bilateral refractive surgery. The pt's visual acuity in both eyes was 20/25 pre-operatively and 20/40 post-operatively the pt was in satisfactory condition at one week post-op when pt left. No further info is available and final pt outcome is unknown. Please note that diffuse lamellar keratitis usually resolves within a period of time, with some pts healing faster than others. Vision usually improves on resolution of the event. This report is being submitted because the final pt outcome is unknown as the pt has been lost to f/u.